Event description:
On (B)(6), 2005, the pt was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the physician deployed the trunk-ipsilateral leg component lowered than desired, but chose not to correct the landing zone at this time. In (B)(6) 2007 (exact date known), a computed tomography revealed a type ii endoleak originating from a pt lumbar artery. In (B)(6) 2007 (exact date known), the pt's lumbar artery was coil embolized to treat the type ii endoleak. On (B)(6), 2011, a computed tomography revealed a proximal type I endoleak, type ii endoleak from a lumbar artery and a type iii endoleak from the previously implanted trunk-ipsilateral leg component and contralateral leg component. Approx 1cm of aneurysm growth was also noted. On (B)(6), 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat the proximal type I endoleak, type ii endoleak, type iii endoleak and the aneurysm growth. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Please note add'l devices implanted and related to this event. (B)(4).